Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was cassette error when the unit was off or on. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Received one device. The customer reported issue cassette error when unit was off or on. The customer reported issue was able to be replicated through downstream occlusion test. The cause of the reported issue was nonreactive downstream occlusion sensor (dso) sensor. The reported issue was resolved by replacing the downstream occlusion sensor (dso) sensor. Upon further investigation, performed sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.